Event description:
It was reported that during a procedure the pump stopped. The clinician was able to restart pump immediately, but the pump ran at a maximum of 6-7 rpm's. The tubing was transferred to a back-up pump. The case continued without further incident-no patient injury.